Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device product ID 306001 lot# unknown # implanted:(B)(6) 2025: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that 1 white wire came out from their back last night (B)(6) 2025. The patient said that after the wires came out yesterday, the pain that they was feeling since the start of the trial had stop. The patient was experiencing loss of stimulation and loss of therapy. The patient mentioned that the pain was near the incision site, near the top of their left buttocks. The patient described the pain as a pounding sensation. The patient rated the pain at 6/10 at most but would sometimes diminish when they were at different positions. The patient was advised to contact physician for medical assistance. They will send notification to field manufacturer representative (rep) to call them. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.